Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a follow-up, when it was noted that noise was sensed on the atria lead that caused the device to track the noise. The atrial lead was capped and replaced on (B)(6) 2019 due to oversensing. The patient was stable throughout.